Manufacturer narrative:
Ref. Complaint # (B)(4). No sample was returned for evaluation. An analysis of the retain sample from the same production lot of perfluoropropane confirmed that the product is pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
A healthcare professional via study reported that after vitrectomy surgery of the right eye, the patient experienced mild postoperative high intraocular pressure in the right eye. The patient was given drug therapy and the event was resolved.